Manufacturer narrative:
Subsequently, boston scientific received information that this patient's latitude monitoring system detected another red alert (high shock impedance). The local representative and physician were notified of the alert. The patient was presented to the electrophysiology (ep) laboratory for noninvasive testing. The shocking impedance just prior to the test was greater than 125 ohms. A commanded shock at 31 joules was performed and the recorded shock impedance was 39 ohms. Multiple shock lead integrity tests (slit) were performed and the recorded values were normal. The local representative reported that after the commanded shock was delivered, post-shock pacing was initiated. After about 30 seconds, there was loss of capture (p-waves with no qrs on the monitor). External pacing was initiated for one minute and then pacing support was provided by the device. Technical services informed the local representative that the nominal setting for the v-blank after a pace feature is smart. Technical services explained that following post-shock delivery, atrial pacing can lead to artifact on the rv and shock egm that can lead to inappropriate sensing and pacing inhibition. The local representative confirmed that the stored episode did show the artifact with atrial pacing post-shock. Technical services suggested that the smart feature be reprogrammed to a fixed values (65 or 85ms) in order to avoid a future occurrence during an episode involving shock delivery. The local representative was planning to discuss this further with the physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative was contacted and notified that the shock impedance measurements have been variable but trending upwards. However, the pacing impedance measurements have been stable. The physician was contacted and notified of the high shock impedance measurements. Technical services discussed the possibility of a lead crush and the need for a complete lead diagnostic assessment. The physician requested a call to the patient to schedule an in-clinic follow-up. Latitude customer support planned to notify the clinic to contact the patient for a scheduled follow-up. The clinic was notified and a copy of the latitude report was fax'ed directly to the physician. Subsequently, this patient's latitude monitoring system detected another red alert (high shock impedance). The local representative and the clinic nurse were notified of the alert. Subsequently, boston scientific crm received information from the local representative that high shock lead impedance was verified at an in-clinic follow-up. The physician informed the local representative that following consultation with the patient, no intervention is planned at this time.

Manufacturer narrative:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative and on-call physician were notified of the alert. Subsequently, the local representative contacted technical services to ask how the physician can prevent another red alert for >125 ohms. The local representative reported that this device has been exhibiting greater than 125 ohm (lead integrity tests) for a couple of months. The physician performed a noninvasive shock test at 31 joules and a normal shock impedance (37 joules) was recorded. The physician has elected to continue monitoring since the shock test was normal and wanted to prevent another latitude notification. Technical services discussed alert notification for this device and programming options. The local representative was planning to discuss this further with the physician.

Manufacturer narrative:
The available information suggests that this device and lead remain in-service.

Event description:
--